Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that there was no audio from the gantry. The philips field svc engineer (fse) confirmed that there was no harm to a pt or operator. Philips svc determined that the pt intercom was not functional between the gantry and the CT console because the front and rear gantry microphone boards had failed. The fse replaced the front and rear gantry microphone boards to resolve the issue.